Event description:
It was reported that the patient reported the controller shuts off and they have to reset it 2 3 times a day. Patient stated they will have to unplug the recharger to turn stim off when they are in the bathtub or driving but otherwise it stays on. Patient said if they want to change something the display does not come on and they can press the buttons all they want. Patient service specialist walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient service specialist had patient re insert the battery and confirmed green light was blinking on the controller. Patient confirmed both the controller and implanted neurostimulator were at 90%. Patient said this is happening at least 4-5 times every day and getting progressively worse starting about 90 days ago. Caller states the controller freezes by itself. Caller states on the lithium battery seems not even but the port in controller is even. The issue was not resolved. An email was sent to the repair department to replace the controller device.

Manufacturer narrative:
Continuation of d10: product ID 97745, lot #, serial# (B)(6), implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4) event date is month and year valid. H3: analysis found lcd/case broken/damaged and not available. Unit scrapped. Rtm system connector broken and not available. Unit scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.